Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridges with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.